Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: additional information - correction. H6: event problem and evaluation codes ¿ correction. Data correction.

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.